Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements had gradually increased to the point of being out-of-range of over 125 ohms. Technical services indicated that this lead is single coiled, and it is not uncommon for this type of lead to get into the 130-ohm range and work adequately. It was recommended to increase the upper shock impedance alert to 150 ohms and to perform commanded shocks if the shock impedance increases over this limit. This rv lead remains in service and no adverse patient effects were reported.